Event description:
It was reported that the device had a double beeping, and it had a cracked rear case. The product fault occurred during testing. The device issue was not related to physical damage/abuse and delay of therapy was unknown. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) correction: d4 model number corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "no disposable" alarm in the ehl, and when inserting the batteries the pump powered up to double beeping "no cassette" alarm. The downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seal were contaminated. The cause of the customer reported problem was the contaminated dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso and uso sensor, and the pump passed all functional tests and performed as intended after repair.